Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker has increased the power consumption. An engineering analysis was performed and boston scientific technical services stated that this device is experiencing a product performance issue and recommended to have the device replaced. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted no anomalies. Review of the device memory indicated the device never triggered replacement indicator while implanted. The device was then manually tested to verify pacing, sensing, and recording functions of the device commensurate with battery voltage; normal device operation was observed; however, during detailed testing, a high current draw was identified. Review of device memory found the current draw had been gradually increasing over time. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. A product performance issue with these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal.